Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were three cracks on the insulin pump screen. The patient's blood glucose at the time of incident was 260 mg/dl. The customer had trouble reading the screen due to the damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and scratched keypad overlay near the escape button. No cracked display window noted.